Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an unpleasant sensation (described by the patient as burning and jolting) regardless of stimulation. In turn, surgical intervention was undertaken on (B)(6) 2017 during which the ipg was explanted and replaced. The issue has since resolved.